Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was not confirmed. Inspection of the returned modular cable¿s inline connector and controller connector revealed that they were in unremarkable physical condition. The returned modular cable was functionally tested and operated as intended during testing. The integrity of the wires in the returned modular cable were tested and the cable passed testing without any issues. The modular cable was then connected to a test system controller, and a test pump, and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Following the electrical testing and operation of the modular cable on the mock circulatory loop, the outer jacket, braided aramid layer, and wrap layer were carefully removed to inspect the underlying wires. The underlying layers were observed to be in unremarkable physical condition. Further evaluation of the wires did not reveal any breakdown of the wires¿ insulation. Inspection of the underlying wires did not reveal any signs of fluid ingress. The downloaded system controller event log file contained approximately 3 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The data in the log file did not indicate any issues with the modular cable. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a green-like substance coming off the controller and patient cable that was thought to be body wash. A controller exchange was suggested due to the corrosion. It was later communicated that there were no alarms with the affected controller. The controller and modular cable were exchanged. Corrosion was suspected on controller power connections and as noted on dark power connection cord from active controller. No other equipment was exchanged. Related manufacturer report number: 2916596-2023-06175.